Manufacturer narrative:
(B)(4). D10: concomitant devices: nexgen rotating hinge knee option femoral component left size c. Catalog#: 00588001301, lot#: 63745902, nexgen rotating hinge knee cemented precoat tibial component size 2 catalog#: 00588000200, lot#: 63914898, nexgen straight stem extension 10mm x 100mm catalog#: 00598801010, lot#: 63745699, nexgen straight stem extension 12mm x 100mm catalog#: 00598801012, lot#: 63959224, unknown nexgen rotating hinge knee articular surface catalog#: ni, lot#: ni. G2: report source - foreign: event occurred in japan. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, instability and discomfort secondary to hinge pin loosening that resulted in fracture of the polyethylene box insert approximately twenty months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.